Manufacturer narrative:
(B)(4). The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. In addition, the feedbar was found damaged, which caused feeding issues on the first clip tested. Possible causes for the yielded jaw condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. No conclusion can be reach on what could have caused the damage on the feedbar. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. The final quality release criteria was met before this batch was released for distribution.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device worked for the first firing and then failed to work. They opened a second device to complete the case. No patient consequences were reported.

Manufacturer narrative:
(B)(4). What type of procedure was being performed? Laparoscopic cholecystectomy. Please explain for clarification what is meant by, the device failed to work . The first clip came out right. The second clip was crooked. It didn't line up. Was not seated correctly. The clips twisted when fired and did not occlude the vessel. The clips has to be removed. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? No, not for 2nd firing. Were there any feeding issues experienced with the device? Yes. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Don't believe so. Were any unexpected noises heard? No. Was the device fired after this incident in or out of the patient? Yes, tried again. Did somebody other than the primary surgeon fire the instrument? If so, whom? No. Please provide the lot number of the device if available. Sorry-no.